Event description:
Procedure type: prostatectomy. According to the reporter: the bags split at seam while removing specimen. This happened on 2 separate cases. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).